Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Reason for surgery: sui, vaginal vault prolapsed cystocele and rectocele. It was reported that patient underwent transvaginal excision of sling on (B)(6) 2005 due to erosion. It was reported that patient underwent removal of mesh, birch procedure/retropubic bladder neck suspension due to sui. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that patient underwent mesh removal, cystoscopy, and burch procedure on (B)(6) 2006. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 2/18/2019. Additional narrative: it was reported that the patient died on an unknown date at this time.